Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump was opened and damage to the force sensor pin was found. A no cartridge detected warning was observed in the pump history but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no patient impact associated with this complaint. (B)(6).

Event description:
The pump was returned for investigation. During evaluation, the pump was opened and damage to the force sensor pin was found. This report is made based on results of investigation completed on (B)(6) 2013.